Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been to the emergency room on (B)(6) 2015 with blood glucose of 34 mg/dl. Customer reported to have been in the store and felt shaky and confused. Customer was taken to the emergency room by her mother and customer states transmitter was lost at the hospital.